Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported the patient fell of a stool onto their back. Afterwards, the pt felt their stimulator was not working anymore and a return of pain was reported. Connectivity and impedances were checked, and high impedance of 38300 on electrode 13 was noted. Reprogramming was done to avoid the electrode. The issue was resolved. The cause was noted to be due to the fall. On (B)(6) 2024 information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient mentioned they fell about 2 weeks ago and pt said after their fall, they did not feel the tingling sensation any longer and said their sciatica switched from the left side to the right side. Patient said they had an x ray and another x ray scheduled for today. Patient mentioned they had another MRI scheduled for thursday. Patient then said they met with a representative on friday and the representative changed the patient's therapy settings around. Pt said they had never been shown how to adjust their settings before meeting with mdt rep. During the call, patient services specialist explained to the patient how to adjust therapy settings. Pt said they could not access the groups screen before and controller would not give them access to the groups screen. Pt was able to access the groups screen on the call and controller appeared to be functioning as designed. Pt said they had muscle and nerve pain.